Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/soreness in pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included graves' disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyrotoxic crisis ("went through a thyroid strom a year after implantation"), autoimmune thyroiditis ("the endo believes I am reverting to hashimotos"), memory impairment ("memory issues"), haemorrhage ("bled worse"), back pain ("low back pain here"), menorrhagia ("my last period lasted 12 days/excessive bleeding"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog") and anxiety ("anxiety"). The patient was treated with surgery (upcoming surgery to remove implant device). At the time of the report, the pelvic pain, thyrotoxic crisis, autoimmune thyroiditis, memory impairment, haemorrhage, back pain, menorrhagia, abdominal pain lower, dyspareunia, feeling abnormal and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, autoimmune thyroiditis, back pain, dyspareunia, feeling abnormal, haemorrhage, memory impairment, menorrhagia, pelvic pain and thyrotoxic crisis to be related to essure. The reporter commented: discrepancy noted :essure removal date as per pfs is (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received: case was upgraded to serious incident." Previously reported event pelvic pain made medically significant and intervention required due to surgery". Event cramping, dyspareunia, brain fog and anxiety added and rcc added. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/soreness in pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included graves' disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyrotoxic crisis ("went through a thyroid strom a year after implantation"), autoimmune thyroiditis ("the endo believes I am reverting to hashimotos"), memory impairment ("memory issues"), haemorrhage ("bled worse"), back pain ("low back pain here"), menorrhagia ("my last period lasted 12 days/excessive bleeding"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog") and anxiety ("anxiety"). The patient was treated with surgery (upcoming surgery to remove implant device). At the time of the report, the pelvic pain, thyrotoxic crisis, autoimmune thyroiditis, memory impairment, haemorrhage, back pain, menorrhagia, abdominal pain lower, dyspareunia, feeling abnormal and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, autoimmune thyroiditis, back pain, dyspareunia, feeling abnormal, haemorrhage, memory impairment, menorrhagia, pelvic pain and thyrotoxic crisis to be related to essure. The reporter commented: discrepancy noted :essure removal date as per pfs is 26oct2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.